Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected front panel assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit has liquid inside the layers of the touchscreen. The customer reported the unit has become insensible to any touch. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed; the reported issue could be confirmed and duplicated as described. The screen was unresponsive to touch and identified the root cause was due to front panel fluid ingress within the assembly. This issue will be internally investigated within vyaire.